Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned. The lot history record or similar incident query for this product/lot was not reviewed since the lot number were not reported. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, during advancement the guide wire encountered resistance with the heavily calcified and stenosed anatomy and likely causing the tip to kink and/or prolapse. Manipulation against resistance during retraction, likely caused the guide wire to separate at the kink or prolapsed tip. It should be noted that per electronic instructions for use (IFU), high torque command 18 states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed art any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. Although it was reported that the physician pulled the guide wire with force in the attempts to remove the device, this was due to the guide wire being trapped in the anatomy, therefore the pulling and force applied during removal of the guide wire seemed to be a reasonable clinical response to the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017- against resistance. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a heavily calcified and stenosed lesion in the mid anterior tibial artery. The command 18 guide wire was advanced however resistance was met and the tip prolapsed multiple times. Resistance was met during withdrawal, force was applied and the guide wire separated. Attempts were made to snare the separated portion however were unsuccessful and the tip appears to be embedded in the vessel wall. No additional information was provided.